Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, not provided. Serial #: unknown/not provided. Catalog #: complete catalog number is unknown since serial number was not provided. Expiration date: unknown since serial number was not provided. UDI#: unknown since serial number was not provided. If implanted, give date: unknown/ not provided. If explanted, give date: not applicable, there was no indication lens was explanted. (B)(4). Manufacturing date: unknown since serial number was not provided. All pertinent information available to the manufacturer has been submitted.

Event description:
Initially, it was reported that the patient was two (2) months post op with moderate to severe dry eye following symfony lens implant where doctor was unable to get better than a 20/50 visual acuity. Further information reports that the physician has refracted the patient and got him to 20/20 minus mrx -0.50 + 1.00 x 95 and provided patient with a trial lens (distance only). Through additional follow-up, it was learned that after the dry eye treatment the patient's visual acuity is 20/25 with a small amount of astigmatism. If the patient does well and is stable, the physician indicated he will do lri's (limbal relaxing incisions) for the patient's astigmatism. No further information was provided.